Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the cuff of a chronic catheter allegedly fell off the catheter. It was further reported that a new device was placed. There was no reported patient injury.

Event description:
It was reported that the cuff of a chronic catheter allegedly fell off the catheter. It was further reported that a new device was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one 8fr single lumen groshong catheter with surecuff tissue ingrowth cuff was returned for evaluation. The cuff was received detached from the catheter. Adhesive was observed on the catheter at the 24cm depth marker. No gaps could be seen in the adhesive on the catheter. During tactile evaluation, necking and tensile weakness of the catheter were observed at and near the region of the adhesive. No anomalies were noted to the cuff. Based on the findings, the investigation is confirmed for the reported cuff detachment. Per the evaluation results, necking and tensile weakness of the catheter were noted at and near the region of the adhesive. As such, it's possible that the mechanical properties of the catheter at the time of use contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include chemical degradation, material fatigue and excessive force applied to the cuff. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.